Event description:
The customer reported that the remote network station (rns or remote monitoring system) shows communication loss. The issue starts in the upper left and the sector turns yellow. Then the entire screen will go into communication loss with distortion.

Manufacturer narrative:
The customer biomed was going to check if this was a cabling or network issue. We followed up with the biomed. They swapped another remote network station s/n (B)(4) that was right next to the device in question s/n (B)(4) that was right next to the device in question s/n (B)(4) and put that device in question in place of s/n (B)(4). All the cable connections had been checked, and the customer could not duplicate the issue. After doing that, the device has not had any communication loss issues.